Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an aortic aneurysm in 2001. The patient's aortic neck, iliac sizing and vessel morphology are unknown. It is reported that the bifurcated stent graft would not deploy. The physician cranked the re-usable handle but the device did not retract. The physician removed the device and used another 26mm diameter bifurcated stent graft with the same re-usable handle and deployed the device successfully. It is reported that the patient is fine and there is no additional sequelae related to this event. Despite attempts to obtain more information regarding this event, no additional information regarding the deployment difficulty is available. Returned goods investigation reveals the stent graft is loaded in the delivery system. The hytrel is retracted 9.3mm proximal to the tip of the nosecone. The black ring is retracted 5.86mm proximal to the top of the slide slot. A kink is noted 2.21mm distal to the cheater tube. During the investigation the hytrel was cut for evaluation of the runners. The runners were evenly spaced. There was a 1.2mm overlap between the 3rd and 4th stent rings. These findings do not give conclusive evidence as to why the device had difficulty deploying.

Event description:
Procedure notes received by medtronic ave state that the patient had a history of chronic obstructive pulmonary disease, morbid obesity, and previous abdominal operations, including a colon resection. The infrarenal abdominal aortic aneurysm measured approximately 5.8cm. Due to the patient's co-morbidites, the decision was made to perform an endovascular repair of their aneurysm. A CT scan of the abdomen and pelvis, on an unknown date, demonstrated the patient to have a good aortic neck length and no accessory renal arteries. The left common iliac appeared aneurysmal and measured 17mm. It is reported that the patient had previously undergone an elective embolization of the left internal iliac artery in preparation of their abdominal aortic aneurysm repair. According to an operative report, the aneurysm repair was on the event date and not the next day, 2001 as previously report. After the patient was prepped and femoral artery was access was completed, an 8 french sheath was introduced into the right common iliac artery and a diagnostic aniogram was performed to evaluate the aneurysm lengths. After placing a superstiff amplatz wire in the right side, the physician was able to insert a 22 french cook sheath without difficulty. From the contralateral side, the physician advanced a 16 french sheath to the bifurcation. From the left side, a pigtail catheter was inserted for the pre-deployment aortogram and subsequently after performing the aortogram, a marker board was adjusted for the levels of the lowest renal artery. The bifurcated stent graft was inserted through the right cook sheath. Once the device was placed at the appropriate position, the deployment of the stent graft was started but the device would not open. The physician reported that there was a lot of resistance and the procedure was aborted. The stent graft was removed from the patient, flushed, and another attempt was made without any luck. The physician stated that there was so much resistance that he decied not to use it, and the deivce was taken out and another bifurcated stent graft was deployed without any difficulty. Subsequently, once the device was deployed, the contralateral limb from the left side was wired without difficulty. The 16 french sheath was advanced all the way up to the stent graft and a yrir15115 limb graft was deployed at the gate. This limb graft was extended beyond the hypogastric artery using a yrec1665 iliac extension cuff. On the right side, it appeared that the stent graft was far up in the common liliac, and this was also extended by using a yrec1655 iliac extension. The extension graft did not extended beyond the hypogastric on the right side. The completion angiogram demonstrated the right hypogastric artery to be patent and have immediate filling on angiogram. There was no proximal or distal endoleak or significant lumber back-bleeding noted. The procedure was completed, and the patient tolerated the procedure well.